Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 600 mg/dl. Customer stated they attempted to treat their blood glucose with the insulin pump. The customer also reported receiving a no delivery alarm during a bolus. Customer reported the reservoir was full on the insulin pump. It was also found the buttons were unresponsive on the insulin pump. The customer stated the buttons had to be press several times to enable a response. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump was received with minor scratches on lcd window.